Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. The customer attempted multiple recovery steps, but the issue reoccurred. Currently, there was no available recovery option, although a failed pocket icon was still displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) verified the issue and confirmed that the tower had a ghost failure. The fse assisted the customer manually failed doors and recovered the door. The failures were cleared, and the customer completed the inventory. The system functioned as intended after the field service engineer assessed the device.